Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented with a heart rate in the 40's and underlying sinus bradycardia. The atrial lead was exhibiting loss of capture. Maximizing the outputs in a unipolar fashion led to capture, but caused pocket stimulation. The lead was replaced.